Event description:
Event description cpi received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD). Interrogation was attempted with different programmers, wands and after isolating sources of emi. During the replacement procedure, an attempt was made to reposition the atrial lead which had dislodged, however the physician was unable to extend/retract the helix and the lead was explanted.